Event description:
Insertion of 2.5mm x 15mm medtronic sprinter legend balloon dilatation catheter, would not inflate in the stent. The balloon on another attempt did inflate. Once the balloon was inflated, it would not deflate for removal. The catheter position was in a prior placed stent so the catheter was over inflated and ruptured. The balloon was removed intact. Post pictures of the site revealed no leakage or dissection. Reason for use: chest pain elevated troponins consistent with acs.